Event description:
It was reported that during a follow up in clinic, the device was unable to be interrogated. The device was explanted and replaced to resolve the event. The patient was in stable condition.

Manufacturer narrative:
The reported event of unable to interrogate was not confirmed. The device was received from the field above elective replacement indicator level. Electrical and mechanical analysis performed under nominal conditions found no interrogation anomaly. Further evaluation under field settings indicated normal results. Longevity assessment was performed, and the device was in normal range of operation with appropriate remaining longevity.